Event description:
Caller reported air bubbles or gaps in the infusion set tubing. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller that disconnecting at the t:lock may introduce air into the line, and the caller acknowledged and understood the explanation. The t:lock and infusion set line were reconnected and tightened to resolve the issue.